Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked the error log files and the power input and the power control boards and the cable connectors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.